Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2022, the patient underwent the orif with the tfna for the femoral subtrochanteric fracture. The surgery was completed successfully without any surgical delay. After surgery, temporary bones were gradually forming. However, the nail in question broke at the locking screw area before bone union was achieved. On (B)(6), 2023, a revision surgery will be performed with a long nail. It will depend on the removal of the nail as to whether or not it will remain in place. The surgeon speculated that the nail was broken due to slow pseudostratification, which took longer to achieve bone union and apply more load on the nail in question. No further information is available. This report is for one (1) tfna fem nail ø10 r 130° l235 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6 manufacturing location: (B)(4). Manufacturing date: 04-may-2020. Expiration date: 01-apr-2030. Part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile. Lot number: 54p6385 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns500294062 rev a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17830 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 48p1307. Production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 45p7090. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 27-mar-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 5l45803. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80. Lot number: 35p5569. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 08-nov-2019 was reviewed and determined to be conforming. Lot summary report dated 02-jan-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.